Event description:
A patient reported experiencing inaccurate high results with a sse meter. The patient's blood glucose results were 267mg/dl (meter), 210mg/dl (lab). Tests were done within < 10 minutes with a difference of 27%. Patient did not experience any adverse events. No further information has been reported.